Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis where the closed clip and portions of the delivery catheter shaft were returned in a separate bag. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. A query of the complaint-handling database was performed and revealed no other incidents reported from this lot. The device was tested during manufacturing and passed all lot release testing, confirming no product deficiency was identified. This type of reported complaint will continue to be monitored per local quality procedures.

Event description:
This is being filed as the clip delivery system could not be detached from the deployed clip and the device was removed surgically. Four days postoperatively, the patient expired. It was reported that on (B)(6) 2014, during a mitraclip procedure, there was no resistance during the insertion or advancement of the clip delivery system (cds) through the steerable guide catheter. After the clip was advanced into the left ventricle, the leaflets were grasped with clip on the first attempt; there was no difficulty. There was no abnormal movement of the cds or no resistance felt while turning the arm positioner to close the clip. When the actuator knob was being turned counterclock wise the required 8 times, increasing resistance was felt. After rotating eight times, the clip did not detach from the actuator mandrel. Trouble shooting maneuvers were performed: the actuator knob was rotated counterclockwise several times (approximately 20-30 times), careful shaking of the cds handle, careful rotation of the cds handle, the cds m knob was turned in both directions, and pushed and pulled the actuator knob. The clip did not detach from the actuator mandrel. The patient was converted to open heart surgery for a mitral valve replacement. Post procedure, the patient was transferred to the care unit still under general anesthesia, but was stable. However, on (B)(6) 2014 the patient expired. The cause of death was reported as "stroke hemodynamic embolization". In the opinion of the physician, the mitraclip device or procedure did not contribute to or cause the death. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.